Manufacturer narrative:
The device passed the displacement accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device passed functional test including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The device functioned properly. The device was monitored and communicated properly with glucose sensor test. Sensor graph displays blood glucose properly during testing. No sensor anomaly was noted. The device was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetes ketoacidosis and high blood gas with blood glucose of 400 mg/dl and current blood glucose was 258 mg/dl and at the time of hospitalization was 797 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection and insulin drip. Outcome of the hospitalization was stable blood glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.